Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified.the root cause of the foreign material remained in the device could not be identified.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
The visera cysto-nehro videoscope was returned to the service center with a report of insertion section collapsed. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had foreign objects in the video connector, video connector case, control section, angulation lever, up/down plate and light guide connector. There was no patient involvement. .